Manufacturer narrative:
Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the battery is exhausted. There was reportedly no patient involvement. Results of functional testing indicate that the exhausted battery does not fully recharge. The xl device is out of support/has reached it's end of life. Spare parts are also no longer available. The battery could not be replaced as the part is no longer available. The customer was advised their device has reached it's end of life/end of support status. The replacement component (battery) is no longer available. It has been concluded that no further action is required at this time. H3 other text : device is end of life / end of support.

Event description:
It was reported to philips that the battery is exhausted. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.